Event description:
Event description boston scientific crm received information that this right ventricular lead exhibited impedances greater than 2500 ohms and ventricular non-capture at maximum outputs. In a revision procedure, conductor fracture was confirmed by fluoroscopy. The lead was explanted, replaced and returned for analysis. The patient was noted as asymptomatic and without adverse effects.